Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The device was introduced, but the stent was found outside patient on the table. Only the balloon entered the artery.

Manufacturer narrative:
Combination product: yes only the stent protector was returned and subjected to a technical analysis. The corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The stent protector was returned inside the sterile pouch of the complaint instrument. The stent protector is slightly bent but shows no damage or irregularity. The delivery system and the stent were not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to verify its functionality and to ensure that its size is suitable for the specific procedure for which it is to be used.